Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unknown. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause of the low power and component damage was determined to be due to normal wear . The root cause for the damaged hose was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery the motor device was not working. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler area and the device was running below rotations per minute specification and was power broken. It was also determined that the device had worn out vanes causing the device to below the correct rotations per minute. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to january 10, 2001. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.